Manufacturer narrative:
Section a2, a4 and a5: per regulation EU 2016/679 (general data protection regulation), patient identifiers were not collected or recorded and therefore are not available. Section d6a - implant date: implant date n/a apply because the lens was removed during the same procedure. Section d6b - explant date: explant date n/a because the lens was removed during the same procedure and has never been implanted. Section e1 - telephone number: (B)(6). Device evaluation: at the time of the investigation, device was not available for evaluation, therefore no testing could be performed. The reported event cannot be confirmed. Manufacturing record review: the manufacturing records for the device were reviewed. The product was manufactured and released according to specification. Conclusion: based on the investigation results there is no indication of a product quality deficiency. All pertinent information available to johnson and johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that three piece monofocal intraocular lens (iol) was inserted and then removed because of the breakage of a haptic during insertion. Through follow-up, we learned that the customer has a suspicion that the cartridges are from a faulty batch. No additional information was received.